Event description:
It was reported during right idiopathic ventricular tachycardia (r-idvt) procedure, the patient suffered cardiac tamponade which required a pericardiocentesis. The patient was reported to be in stable condition and transferred to the ccu for observation. The customer stated that the pericardial effusion caused by advancing of the coronary sinus catheter (bard orbiter 20 pole) at the beginning of the procedure before the use of any bwi products. Multiple attempts were done to request for further details of event. However no additional information has been provided. No anomalies were found on the catheter during the procedure. Since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 system: serial # (B)(4); stockert generator: serial # (B)(4); cool flow pump: serial# 03078. (B)(4).